Manufacturer narrative:
(B)(4). The device was manufactured august 19, 2015 - august 20, 2015. The device was received for evaluation with fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed by removing the luer cap from the device¿s distal luer. Normal flow was observed from the luer. A functional flow rate test was performed, and the flow rate was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced a no flow situation with a large volume infusor. This event occurred during priming. The customer stated that the technician had difficulty removing the bubbles from the tubing. There was no patient involvement. No additional information is available.